Event description:
It was reported by service report that the foot right caster locks when the bed is put into drive and drags when the bed is zooming. No patient involvement or adverse consequences reported.